Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the emitter of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The emitter was returned to the manufacturer for evaluation. Testing found that the reported issue could not be replicated. However, it was noted that the emitter did not pass accuracy testing with a value higher than expected. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the emitter tracking volume was smaller than expected. The em interface was checked and it was found that coil 3 was not appearing as intended when instruments were being tracked. There was no patient present when this issue was identified.